Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted images could not confirm the reported superficial driveline damage as no tears, damage, or separation of the controller connector bend relief from the metal controller connector were clearly captured. Further, a specific cause for the reported damage could not be conclusively determined through this evaluation. Review of the submitted log file captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) as well as driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate ii lvas IFU, rev. A, and the heartmate ii patient handbook, rev. A are currently available. The IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Both the IFU and patient handbook provide additional instructions regarding driveline care and instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that a clamshell repair was performed on 05jan2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that rescue tape was reapplied to the patient's driveline in clinic. Log files were submitted for review and captured routine events. It appeared that the ventricular assist device and peripheral equipment were functioning as intended. It was said that the driveline was in beginning stages of separation from the metal connector. Clamshell repair was said to be performed on (B)(6) 2025.